Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the rf (radio frequency) head connector was found loose on the lem (link electronic module) printed circuit board assembly. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer head connection was shorting. It was noted that it still worked when pressed straight down. Three different programmer heads were attempted, in which all performed the same with intermittent connection. The programmer has been returned for repair. No patient complications have been reported as a result of this event.